Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to elevated heart rate and lightheadedness. Upon interrogation, the pulse generator exhibited high output rate. The device was reprogrammed. The patient was doing well and would continue to be monitored with routine follow up.